Event description:
Low sodium (na) and chloride (cl) results were reported on several patient samples. The qc results were low but within acceptable range. Results from samples for the patients involved on the next draw were within reference range. The customer has not received any reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
A preventive maintenance (pm) was completed on the day of the event. No additional information is available for this event.